Manufacturer narrative:
(B)(4). Batch # l5259a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: when the knife of the device could not return, did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. When the knife of the device could not return, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was the knife reverse button attempted prior to using the manual lever? Yes. On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st. Was buttressing material utilized? If so, which product? No.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, the knife of the device could not return. Manual lever was pulled and the device was removed. The anastomosis was good. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l5259a. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Cartridge ecr45b reload was returned for analysis was received partially unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.